Event description:
The customer reported an elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. An initial result of 0.14 ng/ml was generated and released out of the laboratory. Per laboratory protocol, the customer reanalyzed the patient¿s sample on the same instrument and obtained a lower result of 0.02 ng/ml, which was within the normal reference range. The sample was also analyzed through an alternate methodology and obtained a negative result (actual value was not supplied). The patient¿s sample was retested on the same access 2 system for the third analysis and obtained a result of 0.02 ng/ml, which was amended and issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed a passing system check and high sensitivity system check. The fse reported no hardware issues were noted during the service visit. The patients sample was collected and tested in a 13x100 mm plasma separator tube (pst) and centrifuged in a stat spin centrifuge for three minutes at room temperature. The sample was stored at room temperature between testing. All positive troponin samples are tested in duplicate per laboratory protocol. Quality control (qc) recovery was within the laboratory's acceptable ranges prior to testing the patient's samples. The laboratory had not retested quality control. System checks were current and passed within specifications. A definitive cause of the incident is unknown.